Event description:
It was reported that the pump did not charge, and the connector was moving. During physical inspection, it was found that there was a damaged downstream occlusion sensor. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for analysis. Visual inspection found a damaged downstream occlusion sensor. Functional testing was performed, and the reported issue was not duplicated. The cause of the reported issue surrounding the charging failure was unknown. The downstream occlusion sensor was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.